Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). There is an additional method evaluation code that could not be saved in the reg agency tab. The evaluation code is (B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv event. A simulated therapy was completed successfully and the returned device met product specifications. Upon conclusion of the investigation, the cause of the reported issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an increased intra-peritoneal volume (iipv) occurred after using the homechoice (hc) device. The home patient (hp) woke up feeling short of breath and was sent to the hospital. The hp was discharged from the hospital two days later. The peritoneal dialysis registered nurse (pdrn) stated the hp was overfilled. Additional information was requested and is not available.